Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated oversensing due to non-physiologic signals. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba2d4 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had possibly fractured. The lead exhibited oversensing, noise, short ventricular intervals and high pacing thresholds. Noise was reproducible during pocket manipulation. The lead was said to have exhibited a pacing failure due to noise resulting from the fracture. The lead¿s insulation was also reportedly damaged. The patient had experienced palpitations, discomfort and lightheadedness. The lead was programmed off and a temporary pacing lead was utilized until the lead could be explanted and replaced. No further patient complications have been reported as a result of this event.